Event description:
It was reported that during the dft testing for a new ICD, several failed test shocks occurred with the implanted defibrillator lead. It was decided to remove the lead and place a new one in a different vector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillator conductor was stretched, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.